Event description:
Device malfunction: cuff miss. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the femoral artery after a diagnostic procedure. Reportedly, the physician experienced a cuff miss and removed the device without incident. Hemostasis was achieved with angioseal. There were no adverse pt effects. Though requested, no add'l info was available.

Manufacturer narrative:
The customer reported this device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.